Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has high glucose value.

Event description:
Consumer complaint of blood results reading "hi". Customer normally is in the 265mg/dl range. Performed back to back blood tests - 211mg/dl and 315mg/dl. Results from memory showed 579mg/dl, 500mg/dl, 571mg/dl, 396mg/dl, 299mg/dl, "hi", and 179mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood results reading "hi". Customer normally is in the 265 mg/dl range. Performed back to back blood tests - 211mg/dl and 315mg/dl. Results from memory showed 579mg/dl, 500mg/dl, 571mg/dl, 396mg/dl, 299mg/dl, "hi", and 179mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.